Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the asymptomatic, non pacer-dependant patient presented to the clinic for follow-up. An interrogation of the device revealed far-field r-wave oversensing. My potential oversensing resulting in inhibition of pacing was also noted. Reprogramming was recommended.